Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead initially had good parameters but then rose to high thresholds in all configurations and failed to capture. New crocodile clips were tried with no change. The lv lead was not used and replaced with a new lead that exhibited satisfactory parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.